Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing(sterile packing)was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2023. D4: batch # 666a40. Additional information was requested, and the following was obtained: did the damaged result in a loss of sterility? Any hole, tear, or puncture in the tyvek or blister that compromises sterility. Open or incomplete seal. -open seal. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device inside of its unopened packaging was returned. During the visual inspection of the package, the tyvek was slightly separated from the blister on a side of the edge. After further investigation, the seal area was examined with no damage noted, and the seal area is continuous. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The reported event ¿damaged packaging¿ was confirmed. However, no conclusion could be reached as to how the packaging became open. A manufacturing record evaluation was performed for the finished device lot number x94r8n, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch number 666a40, and no non-conformances related to the reported complaint condition were identified.